Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. However, the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that her insulin pump was stolen. The customer stated that she was hospitalized in (B)(6) 2011. The customer stated that the nurses and doctors removed the insulin pump from her because they felt it was causing damage to her, but they never returned it. No blood glucose reading was reported. The customer stated that she was hospitalized for depression. Nothing further was reported.